Event description:
A customer reported that their pump battery was not charging. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the wall adapter into a known working outlet for at least 30 minutes. Upon follow-up, it was confirmed that the pump had successfully charged to 100%.